Event description:
It was reported that the patient had significant bleeding during their implant procedure on (B)(6) 2021. Due to the complications, their sternal closure was delayed until the next day on (B)(6) 2021 once the coagulopathy was resolved. The patient was taken out of the or and into to the intensive care unit (ICU) to be monitored over night. The patient developed heparin induced thrombocytopenia and thrombus (hitt) and required multiple blood products. The patient's sternal closure was delayed further. They remained with their chest open but were hemodynamically stable in the ICU until (B)(6) 2021. Chest tube output was significant (B)(6) 2021- (B)(6) 2021 and the patient required multiple blood products. Due to their open chest the patient was sedated, intubated, on ionotropic and vasopressor support, and on empiric antibiotics for their time in the ICU. Anticoagulation was held due to the open chest and continued chest tube drainage. They were also on continuous renal replacement therapy (crrt), and then continuous veno-venous hemodialysis (cvvhd), and treated with diuretics throughout this post-operative course. Despite maximized inotropic and vasopressor support, vent support, renal support, and supportive care, the patient's health continued to deteriorate. Supportive care was continued and per discussion with the patient's family, care was not escalated. The patient had a do not resuscitate (dnr) order and passed away on (B)(6) 2021.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding, patient conditions (end organ dysfunction, vasoplegia, and heparin-induced thrombocytopenia), and patient outcome could not be conclusively determined through this evaluation. The account communicated that the patient outcome was not device-related, and the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.